Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset condition being displayed, which led to the normal recharging screen and all 8 efficiency bars were shaded in. Additional information has been requested, but was not available as of the date of this report.